Event description:
It was reported that during the use of the device for a non-clinical activity, the latch on the ultrasonic air sensor (uas) was broke off. Issue occured during cleaning after the surgery. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Customer is ordering replacement latch and will make repair.